Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the monitor cable of the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The monitor cable was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that, while in a cranial biopsy, the surgeon monitor of the navigation system lost functionality. It was reported that the operating room (or) had additional monitors that still displayed the information needed for navigation. It was reported that the surgeon monitor cable was disconnected and re-connected to restore functionality. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The FDA codes were updated to reflect the current coding guidelines. If information is provided in the future, a supplemental report will be issued.